Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was very slow to respond after buttons were pressed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. No button error alarm noted upon testing. Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test sleep current measurement, active current measurement and self tests. All currents are within specified ranges. No unexpected "low battery", "replace battery now", or "power loss alerts" were noted during testing. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. No pump error 25 was noted during testing, in the device history file, in the long trace file, or in the power management graph. P-cap / reservoir locks properly into place. Device received with cracked case (battery tube), pillowing keypad overlay, minor scratches on case. (B)(4).